Manufacturer narrative:
Lot number is unknown as it was not provided, expiration date is unknown as the lot number was not provided, unique identifier is unknown as the lot number was not provided, device manufacture date is unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, two patients experienced a stretched incision or trauma to the corneal layers inside the incisions of the operative eyes preventing it from fully sealing. As a result, the wounds were sutured. A description from the surgeon indicated that the main incision was not sealing in the way it normally does and suspected there may be thermal damage caused by the phaco tip. The surgeon used a 2.4 incision, 21g bent 30 degree tip, a light blue sleeve, and duet. The surgeon never saw evidence of thermal damage, but it is suspected as the wounds required a 10-0 stitch to close. A johnson & johnson phaco specialist was present at the time of the events and as a precaution to the excessive phaco tip heat, the specialist increased the aspiration and vacuum in sculpt mode on the phaco unit. At a post op exam, the patients did not show signs of thermal damage as there was no visible opacification; nor a gape in the wound. The surgeon was not sure why the wound would not close by just hydrating them. Through follow up, the surgeon now believes the patients¿ experienced a stretched incision or trauma to the corneal layers. The surgeon does not know how the trauma was caused but did not see any evidence of thermal damage during her post op exams. This is 2 of 2 reports. This report is for the patient #2.